Event description:
It was reported that the patient experienced pain after being implanted with a lead for a trial procedure. The lead was removed and the patient was sent for an MRI. The MRI showed nothing unusual and the patient felt better the following day. The lead was discarded by the facility.